Event description:
The customer reported that she activated a pod at 04:00 pm on (B)(6) 2013. She provided the following history: date/time 06:30pm, carbohydrates 57 grams, bolus 7.2u. On (B)(6) 2013 at 01:16 am, her result was 226 mg/dl, and she deactivated the pod. She stated that the cannula looked kinked.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.